Event description:
It was reported that during an open gastric bypass procedure, the device cut and stapled on one side only. It did not staple on the pouch side. Hand sewed to correct. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.